Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was high impedance, high thresholds and a pacing failure occurred. The ipg was recaptured. Following recapture, the patient experienced drop in blood pressure followed by loss of consciousness and cardiac tamponade. It was also reported the patient experienced perforation and pericardial effusion. Cardiac massage, pericardial puncturing, drainage and percutaneous cardiopulmonary support (pcps) was performed. It was suspected the perforation was caused by tines during deployment of recapture. The ipg and delivery system were removed and replaced with a temporary pacemaker. No further patient complications have been reported as a result of this event.